Event description:
The account stated that leakage occurred from the waste gutter over the main power supply of the architect analyzer. The waste fluid dropped onto the connector to the main power supply causing burning and damage to the power supply. Smoke was present but no fire was observed by the operator as the power supply is inside of the analyzer. The power supply and fan were replaced. No injury was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.